Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous accutni results generated by the access 2 immunoassay system for one patient. Two samples from the patient were tested and gave results of 0.28 and 0.25ng/ml. A third sample when tested the next day gave a result of 0.28ng/ml. Upon testing on a different instrument the next day, the result was 0.31ng/ml. However, it was not specified which of the samples this was. The erroneous results were reported outside of the laboratory. Customer documented that the patient had undergone a cardiac catheterization which was clear.

Manufacturer narrative:
Samples are plasma collected in bd lithium heparin gel tubes. Per customer, one sample was slightly hemolyzed in appearance. Two levels of qc are tested daily. All qc was within established ranges for three days in 2008. System checks completed four two days the same month, met specifications. No errors were posted to the event log at the time testing was completed. Service was not dispatched regarding this event. The customer provided two samples for additional testing by customer product line support (cpls). Cpls reproduced the elevated results in risk stratification. Dilution studies recovered linear results. Testing with a variety of interference eliminating proteins did not significantly reduce the analyte concentration. Cpls concluded the result was likely a true result. Per access accutni access assay manual "unstable angina is a condition which may produce elevated troponin levels in the absence of ami cutoff." A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.